Event description:
The customer contacted physio-control to report that during a patient event their device locked up. The customer obtained a backup device to continue patient care. There were no adverse affects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). The facility biomed advised that they were unable to duplicate the reported device lock-up issue and requested that physio-control investigate further. Physio-control examined the customer's device and was also unable to duplicate the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.